Event description:
Olympus rec'd a copy of a medwatch FDA 3500a form, referencing an olympus colonoscope as a concomitant device to the reported event. The user facility stated in the event description "this is the fourth pt who experienced bowel perforations following colonoscopy procedures performed in the surgery center during a four mo span. Similar esu and cable devices were utilized during these procedures. This unusual cluster of incidents has never occurred before, and so they are being investigated. This pt experienced a perforated bowel with peritonitis and was returned to surgery for bowel repair." Multiple attempts were made by phone and in writing to obtain add'l detailed info from the user facility regarding this event, however no add'l detailed info has been rec'd.

Manufacturer narrative:
The devices utilized in this reported event were not returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. The olympus is currently working with the user facility to obtain add'l detailed info. If significant add'l info becomes available, a supplemental report will follow. This report is being filed as a medical device report in an abundance of caution. Add'l comments: reference MFR report #s: 8010047-2008-00097, 00098, and 00100 for the other three relevant reported events.